Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the circumstances that lead to the implantable neurostimulator (ins) being turned off was "it turned itself off". No other information was reported.

Event description:
A consumer reported that they were unable to increase stimulation on the patient programmer. Normally the patient decreases stimulation for bed and when they went to turn stimulation back up this morning they were unable to. The patient saw a box with a timer. At the time of this report, the patient was able to check the implantable neurostimulator (ins) which was okay and at 3v. The patient had been seeing the turn the ins on screen. Then ins was on before and the patient had not used the power button. The patient was able to successfully turn the ins back on and increase stimulation normally. It was unknown how the ins had been turned off. Troubleshooting resolved the issue. No symptoms were reported. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.